Event description:
The physician reports, that he removed and replaced an intraocular lens 9 years after implantation due to his observation of an "inorganic material growing" on the lens.

Manufacturer narrative:
Eval summary: the returned intraocular lens was sent to an independent laboratory for analysis of the material on the lens. The residue on the surface was analyzed by fourier-transform infrared spectroscopy (ft-ir). The major component found was protein. The other components were silicone and an inorganic sulfate. Based on this information and the length of time since the implant we have no reason to believe this event is manufacturing related.